Event description:
It was reported that after the coronary sinus catheter was placed during an atrial fibrillation (afib) procedure, the transseptal puncture was performed with no difficulties. The lasso catheter was placed in the left superior pulmonary vein (lspv). The thermocool sf navigational catheter was introduced through a second transseptal sheath into the left atrium (la). During the mapping phase, the physician detected that the cardiac silhouette was not contracting like the beginning of the procedure. The physician decided to use echocardiography and he detected a pericardial effusion. The physician performed a pericardiocentesis and extracted the liquid until the patient was stable. The procedure was finished with no ablation performed. The physician stated that the perforation might have occurred during the mapping phase with the thermocool sf navigational catheter. Additional clarification was requested on the event, but no additional information has been received.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant product: carto 3 system, model #: unknown, serial #: unknown. Lasso catheter, model #: unknown, lot #: unknown. (B)(4).